Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 661 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Reportedly, customer addressed their bg with a bolus via the pump and was treated with intravenous fluids of saline and insulin in the ER. Reportedly, customer left the ER 5-8 hours later with the issue resolved and no permanent damage.